Event description:
It was reported that the patient was having a difficult time charging and getting coupling boxes filled in black. It was also reported that on the morning of the report the patient programmer showed the charge the implantable neurostimulator (ins) screen and on the recharger the patient was getting the charging screen showing an empty ins icon. The patient reportedly slept with the recharger on all night and had 4 to 6 to 8 boxes and in the morning their ins showed empty. The patient reportedly hooked up with a spacer and belt and was getting 2 black boxes, standing and walking. It was further reported that the patient had stimulation on the morning of the report but it went off during the report. The patient was able to turn stimulation on using the button on the side of the recharger. It was noted that the patient was feeling stimulation and that it made sense that the battery would deplete because the patient used high voltage. The patient was going to wear the recharger all day and make time later that night to work on charging. It was further noted that the patient had to turn it up so high because their bone graft pain is really bad. The patient said it helps tremendously. It was noted that it does not take the ¿24 7¿ pain all away but some and it made a huge difference. Since the patient got their ins they had gone from 3-4 pain pills a day to 2 and hopes it will go down to one. The patient reportedly had 6-7 back operations and one neck. It was also noted that the trial helped right off the bat. The patient reportedly used a voltage level of 500 or 550 during the day and would turn it down to 400 at night. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).